Event description:
A surgeon reports that bent haptics were noted upon insertion of the intraocular lens. Enlargement of the incision was required to accomodate removal of the lens. The posterior capsule ruptured, a vitrectomy was performed and another lens was placed in the sulcus. The patient continues to exhibit corneal decompensation.